Manufacturer narrative:
Conclusions - all guides are fabricated off the morphology of the stone model sent in by the doctor. In this case, the stone model the doctor sent in was distorted.

Event description:
Doctor believes the trajectory of the implant was not as planned. Doctor was worried the adjacent canine may be injured, but a post operation x-ray by the doctor confirmed that the canine was not damaged. Doctor removed the implant and freehanded the surgery.